Manufacturer narrative:
Other, other text: d5 is unknown, no information provided to date. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the front panel is bent. Functional testing found the customer reported problem verified. Patient circuit was missing. Checked threads and replaced patient outlet fitting. The root cause of the reported issue was found to be design. This issue is being monitored via an internal CAPA and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that patient circuit pot (potentiometer) is gone. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.